Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay-user/patient's father contacted lifescan (lfs) to report experiencing a power issue with his son's one touch ultralink meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient's father reported that the alleged issue with the subject meter not turning on began on (B)(6) 2011, at approximately 8:30 pm. The father stated that his son manages his diabetes with the insulin pump and due to the alleged issue did not make any changes to his treatment. Approximately 10 minutes before the alleged issue was discovered, the father claimed that his son was feeling shaky, sweaty and nauseated, and needed to test his glucose with the subject meter. The father reported that they were unable to tell if the symptoms were associated to low or high glucose levels. When they had tested earlier around dinner time, per the patient's father, the patient got a result of "130 mg/dl". There were no backup meters available at the time of concern. He informed this mss that about 2 hrs later, after the alleged issue started, the patient tested on a friend's meter, obtained a result of approximately "500 mg/dl" and self treated with insulin (could not recall dosage or type). The patient's father confirmed that approximately one hour later the patient felt relief from his symptoms. During the initial call with customer service, the cca noted that the batteries did not need to be replaced and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient's father claims his son was unable to test his blood glucose due to the reported issue, was already exhibiting symptoms suggestive of hyperglycemia and consequently another meter allegedly showed a result of approximately "500 mg/dl".